Manufacturer narrative:
A siemens customer service engineer (cse) obtained an injury to the hand while performing a field repair on the reagent ring of an atellica im 1300 instrument. The hand was heavily scratched when the reagent ring moved suddenly. The cse was examined and had a blood sample taken in order to check for post-exposure prophylaxis (pep). Siemens is investigating.

Event description:
A siemens customer service engineer (cse) obtained an injury to the hand while performing a field repair on the reagent ring of an atellica im 1300 instrument. The hand was heavily scratched when the reagent ring moved suddenly. The cse was examined and had a blood sample taken in order to check for post-exposure prophylaxis (pep). It is reported that the cse's hand was bandaged and that the cse is able to return to work.

Manufacturer narrative:
The initial MDR 2432235-2018-00406 was filed on 09-nov 2018. Additional information (13-dec-2018): siemens investigated the event and determined the siemens customer service engineer (cse) selected a command sequence in the service diagnostics mode that instructs the reagent ring to move while the instrument is in a diagnostics mode. The cause of the event was due to the cse not following the servicing instructions. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 conclusion code was changed to 61.